Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer was unable to complete all troubleshooting steps due to the unavailability of a cartridge. As a resolution, the customer was advised to replace supplies as necessary and resume insulin.